Event description:
Patient contacted dexcom to report sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
The issue was resolved during the troubleshooting discussion with technical support instructing the patient proper calibration technique since it was discovered that the patient was not calibrating. The receiver needs calibrations input from the patient in order to display continuous sensor glucose readings and trend information.